Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. Programming changes were recommended, and no further oversensing episodes were reported.